Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, syncope and a fall. It was reported that the right ventricular (rv) lead exhibited a possible fracture. The rv lead also exhibited the following: an abrupt increase in impedance (high), high threshold and loss of capture, short v-v intervals and oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.